Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current fill estimate of 27 units instead of the anticipated 175 units. There was no adverse impact to the customer¿s blood glucose level. Customer had completed necessary steps to remove air from the cartridge and used room temperature insulin but could not reload the same cartridge. A call back was requested for further troubleshooting and to obtain the cartridge lot number.